Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for frame damage was unable to be confirmed due to unavailability of imagery and/or returned device for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Per reported information, the patient had severe vessel calcification, and it was suggested that the valve strut got caught on calcification, causing it to bend. The presence of calcification can create a challenging pathway during delivery system advancement, leading to resistance. Additional force was likely applied to advance the delivery system and crimped valve through the calcified anatomy, which may have resulted in interaction between the valve and the calcification, resulting in frame damage at the outflow as reported. As such, available information suggests that patient factors (calcification) and/or procedural factors (high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during prep for a left transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the 23mm commander delivery was prepped on the back table, and the team was unable to clear air from the balloon. A syringe with contrast/saline mixture was used to prep, and air continued to flow into syringe during negative prep as if there were a hole in the device somewhere. A new 23mm commander delivery system was prepped without any issues. The new delivery system and valve were advanced, and at the level of the left subclavian artery, there was some resistance noted passing around/through the heavy arch calcium. When the valve was about to cross the native annulus, a bent strut was noticed. The team did not want to take the risk of removing the entire system through the patient, to they proceeded to cross the native annulus and deploy the sapien 3 ultra resilia valve. The valve was successfully deployed with no issues and no injury to the patient. The devices were removed without issues. The patient was discharged and was stable post procedure. Per report, there was severe aortic calcium in aortic arch, which grabbed the distal stent frame strut of the valve, and bent it 90 degress. The degree of vessel calcification was severe. The degree of annular calcification was moderate. The degree of tortuosity was mild. The minimum luminal diameter was 7.